Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Premarket / 510(k) #: k163248, k151895. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an acquire pulmonary needle was used in the lungs during an endobronchial ultrasound procedure performed on (B)(6) 2021. It was reported, after the procedure, that the patient was in critical condition and suffered bleeding complications. There was no reported device breakage and the procedure was completed with the original device. The bleed was treated, however, it is unknown how it was treated. It is also unknown what the cause of the bleed was. There is no update on the patient's current status. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.